Manufacturer narrative:
A philips field service engineer (fse) went onsite to collect strips and data logs. No strips were available as the patient was still being monitored. No testing was performed by the philips engineer as the device was in use. The customer's biomed tested the x2 and the mp70 and stated that everything was working fine. The customer's biomed informed the fse that the date and the time of the incident was incorrectly reported initially. The correct date is the (B)(6) at approximately 10.50pm (22h50). The data logs collected show a desat 84<90 generated at 22:40:23 on (B)(6) 2016, ch15 which was silenced at the bedside. The alarm reminder red alarm sounded at 22:43:30. The configured time for re-alarming was set for 3 minute. During the alarm reminder time, the spo2 value could continue to drop and be shown on the bedside monitor, but will not sound again until the 3 minute alarm reminder time is reached. During this time period, the customer stated they saw the spo2 drop to 27 on the monitor. The monitor would show the worsening spo2 measurement but would not alarm until after the 3 minute alarm reminder period expired. The monitor provided a re-alarm as configured 3 minutes after the silence acknowledgement of the alarm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor failed to alarm for a low spo2 of 27 when the monitors low limit was set to <90. Due to the allegation of the desaturation level at 27 we cannot rule out that emergent care may have been warranted. The customer stated that the patient is alive and fine.